Manufacturer narrative:
Block b3: exact date unknown, event occurred few years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 17717219.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.